Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4) captures the reportable investigation result of balloon pinhole. A visual examination of the complaint device revealed that the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated; however, the balloon a leak was found due to a pinhole located near the proximal bond of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon leaked. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.